Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - adverse event problem: 4641 added. H1 - type of reportable event: upgrade to serious injury.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, a fourth xt clip was then implanted to stabilize the xt clip that opened while locked.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade unknown. Xtw(lot 30329a1085) was implanted successfully. In january 2024, follow up revealed the clip had a bileaflet detachment and had embolized to the left exterior iliac artery. No procedure was performed at that time. For the 40809a1091 upon removing the lock line the clip opened to approximately 40 degrees. It did not detach from the leaflets. Normal troubleshooting was attempted but it did not close any further and the grasp was stable so we continued with deployment. This was the third clip implanted and a total of 4 cds0706-xts were implanted on the patient. The residual mitral valve gradient was 7mmhg with a hr of 87bpm. The physician thought this was an acceptable result seeing as the reduction of mr went from 4-2 and that the gradient could be controlled by lower the patients hr with medical management.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional mitraclip mentioned in b5 will be filed under a separate medwatch report